Manufacturer narrative:
Results: the pusher assembly was bent at approximately 132.5 cm and 135.0 cm from the proximal end, just proximal to the proximal end of the introducer sheath. The proximal end of the embolization coil had offset coil winds. The embolization coil was intact with the pusher assembly. During functional testing, resistance was experienced while attempting to advance the smart coil within its introducer sheath and the coil would only advance a few centimeters before the embolization coil would snake and become stuck within the introducer sheath. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent catheter, resistance may be experienced during advancement and damage such as offset coil winds may occur. Further evaluation revealed pusher assembly bends. The bends on the pusher assembly were just proximal to the introducer sheath and were likely a result of handling when advancing the pusher assembly against resistance. The bends in the pusher assembly are incidental to the reported complaint. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the coronary artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted five smart coils into the target location. Upon advancement of the sixth smart coil through its introducer sheath, the physician experienced resistance and reported that the smart coil became stuck in the middle of its introducer sheath. Therefore, the smart coil was removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.